Manufacturer narrative:
No unexpected motor error alarms were noted. The insulin pump failed displacement test (22.9 units left on status screen) and unexpected no reservoir alarm during displacement test, due to motor encoder signal out of phase. Further functional testing could not be performed, due to unexpected no reservoir alarms during displacement test. The device was also received with minor scratches on lcd window, a cracked reservoir tube lip and scratches on reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump during basal rate insulin delivery. The customer's blood glucose level was 394 mg/dl, which was treated with manual injection. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.